Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, d4 - lot d4 (lot number): 15663256 or 15728761. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 23sep2024. Two cook coda balloons were used in the procedure. It is unknow which lot number was associated with the event. Additionally, the inflation volume is unknown. However, normally all products are used per instructions for use (IFU).

Event description:
Cook was notified that a rupture of the left common iliac artery occurred during a procedure where a cook coda balloon was used for balloon molding within a graft. Pre-procedural computed tomography (CT) with contrast imaging was completed on (B)(6) 2024 (39 days prior to the procedure). The innominate artery, right common carotid artery, right subclavian artery, left common carotid artery, left subclavian artery, and celiac artery were incorporated into the repair. All arteries mentioned were patent and no stenosis greater than 50% was identified. The superior mesenteric artery (sma) was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The right renal artery was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The left renal artery was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The right common iliac artery was patent. The left common iliac artery was patent. The right and left internal iliac arteries were patent. The aortic valve was native. There was no aortic arch bovine configuration. The maximum diameter of the diseased aorta on centerline was 56 mm. The method of length measurement was centerline. The intended proximal seal zone 5: mid descending aorta to celiac. The left and right intended distal landing zone was zone 10: common iliac arteries. The patient underwent a procedure on (B)(6) 2024 under general anesthesia. The patient was prescribed acetylsalicylic acid (asa) at the time of the procedure. Percutaneous access was achieved in the right femoral artery. The left femoral artery and right axillary artery required cut down for access. An endovascular iliac conduit was performed at the time of the procedure. Total contrast volume used during the procedure: 304 ml contrast dose: 7.1 ml/kg, fluoroscopy time: 70 minutes, total dose area product: 660, total does area product units: cgy*cm2, fusion was used during the procedure. The estimated blood loss during the procedure was 1500 ml. During the procedure 500 ml of red blood cells were given. Cardiac output reduction was not used. Carbon dioxide flushing was not used. The proximal seal zone was the endograft. Near-infrared spectroscopy (nirs) was used during the procedure. Procedural time (24-hour clock): time arrives in room: 08:23. Time of first incision or arterial puncture: 09:02. Time of last access closure: 15:20. Duration of procedure (from first incision to last access closure): 378 minutes. During the procedure, the patient had the following stents placed: celiac artery: a competitor's stent measuring 6 mm in diameter and 100 mm in length was placed. The artery was able to be revascularized with the fenestrated-branched device. The covered stent was relined with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency was maintained with normal end artery perfusion. Superior mesenteric artery (sma): a competitor's stent measuring 6 mm in diameter and 58 mm length was placed. The artery was revascularized with the fenestrated-branched device. The covered stents was relined with a bare metal stent. The side branch catheterization and placement of the bridging stents was successful. The stents patency was maintained with normal end artery perfusion. Right renal artery: a competitor's stents measuring 6 mm in diameter and 50 mm in length was placed. The artery was revascularized with the fenestrated-branched device. The covered stent was relined with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency maintained with normal end artery perfusion. Left renal artery: a competitor's stents measuring 5 mm in diameter and 58 mm in length was placed. The artery was revascularized with the fenestrated-branched device. The covered stent was relined with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency maintained with normal end artery perfusion. A low profile thoracic proximal extension (thoracic-lp-cmd-device) custom-made device (cmd) from another manufacturer was placed. The device was planned for this patient. No technical difficulties in the delivery and deployment of the thoracic proximal extension cmd device were experienced. The delivery and deployment of the thoracic proximal extension cmd device was considered successful. A (thoraco-abdominal-side-branch) custom-made device (cmd) from another manufacturer was placed. No technical difficulties in the delivery and deployment of the thoracic proximal extension cmd device were experienced. The delivery and deployment of the thoracic proximal extension cmd device was considered successful. A distal body (rpn: aaa-dist-body-inverted-leg) from another manufacturer was placed. The leg was on the right side. No technical difficulties in the delivery and deployment of the main cmd device were experienced. The delivery and deployment of the main cmd device was considered successful. During the procedure the left common iliac artery was ruptured. Balloon angioplasty and stenting was required to repair the rupture. The site indicated that this rupture occurred during the manipulation of the iliac device. After inflation of the cook coda balloon catheter during the dilatation of the common iliac artery was when the rupture occurred. This was considered to be possibly related to the pathological state of the vessel wall. Procedural imaging in the form of an angiogram was completed on (B)(6) 2024. All stent grafts and intended side branch stents were patent at the conclusion of the procedure, no endoleaks were present. There was no evidence of stent graft integrity issues. All target side branch stents were intact. The patient stayed in the intensive care unit (ICU) for six nights. The time to extubation was under 12 hours. A spinal drain was placed post operatively prophylactically. Reintubation was required. The patient was discharged to the rehab unit on and was prescribed acetylsalicylic acid (asa), clopidogrel, and statin. Post procedure ((B)(6) 2024) the patient experienced respiratory insufficiency. The patient required reintubation. The event was not considered related to a study device, but was possibly related to the study procedure. The event prolonged the patient¿s hospitalization. The patient recovered/stabilized without sequelae. The patient was not discharged on supplemental oxygen. Post procedure ((B)(6) 2024) the patient experienced redness, pain, and swelling of the lower leg. Compartment syndrome of the left lower leg was diagnosed. The patient required a fasciotomy and vacuum assisted closure (vac) therapy in the left lower leg on (B)(6) 2024. The procedure was considered successful. The event was not soldiered related to the study device but was causally related to the study procedure. Post procedure ( (B)(6) 2024) the patient experienced spinal cord injury grade 2 (paraparesis). The injury was treated conservatively, and physiotherapy was prescribed. The event was considered causally related to the study procedure and the treated disease and was thought to be due to over-stenting of the lumbar arteries. The patient experienced delirium on (B)(6) 2024 and was prescribed risperidone. The delirium was considered to be related to the study procedure as medication administered during general anesthesia can cause delirium. The patient recovered/stabilized without sequelae. The patient was discharged home on (B)(6) 2024. The subject of this report is the intraoperative rupture of the left common iliac artery that required balloon angioplasty and stenting to repair the rupture. The rupture occurred after inflation of the cook coda balloon during dilatation of the common iliac artery.

Manufacturer narrative:
E3: department of vascular surgery. Prof. Dr. (B)(6) . Professor dr. Med. (B)(6) . Services of the department of vascular surgery. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. Cook was notified that a rupture of the left common iliac artery occurred during a procedure where a cook coda balloon was used for balloon molding within a graft. The female patient was 77 years old at the time of the event. A clinical assessment was completed prior to the procedure on (B)(6)2024. She was 155 cm and 43 kilograms in weight, indicating a body mass index (bmi):17.9. She had been diagnosed with chronic obstructive pulmonary disease (copd) and was considered grade ii. The patient was classified as asa iii in the asa (anesthesiologists society of america) classification system. Asa iii is defined for an adult as a patient with severe systemic disease. She was classified as a four, living with very mild frailty on the clinical frailty scale. Her functional status was described as independent, and her ambulatory status was described as normal. The patient was prescribed acetylcholinesterase (ace) inhibitor/angiotensin receptor blocker (arb), acetylsalicylic acid (asa) medication, and a statin. Pre-procedural computed tomography (CT) with contrast imaging was completed on (B)(6)2024 (39 days prior to the procedure). The innominate artery, right common carotid artery, right subclavian artery, left common carotid artery, left subclavian artery, and celiac artery were incorporated into the repair. All arteries mentioned were patent and no stenosis greater than 50% was identified. The superior mesenteric artery (sma) was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The right renal artery was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The left renal artery was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The right common iliac artery was patent. The left common iliac artery was patent. The right and left internal iliac arteries were patent. The aortic valve was native. There was no aortic arch bovine configuration. The maximum diameter of the diseased aorta on centerline was 56 mm. The method of length measurement was centerline. The intended proximal seal zone 5: mid descending aorta to celiac. The left and right intended distal landing zone was zone 10: common iliac arteries. The patient underwent a procedure on (B)(6)2024 under general anesthesia. The patient was prescribed acetylsalicylic acid (asa) at the time of the procedure. Percutaneous access was achieved in the right femoral artery. The left femoral artery and right axillary artery required cut down for access. An endovascular iliac conduit was performed at the time of the procedure. During the procedure, the patient had the following stents placed: celiac artery: a competitor's stent measuring 6 mm in diameter and 100 mm in length was placed. The artery was able to be revascularized with the fenestrated-branched device. The covered stent was relined with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency was maintained with normal end artery perfusion. Superior mesenteric artery (sma): a competitor's stent measuring 6 mm in diameter and 58 mm length was placed. The artery was revascularized with the fenestrated-branched device. The covered stents was relined with a bare metal stent. The side branch catheterization and placement of the bridging stents was successful. The stents patency was maintained with normal end artery perfusion. Right renal artery: a competitor's stents measuring 6 mm in diameter and 50 mm in length was placed. The artery was revascularized with the fenestrated-branched device. The covered stent was relined with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency maintained with normal end artery perfusion. Left renal artery: a competitor's stents measuring 5 mm in diameter and 58 mm in length was placed. The artery was revascularized with the fenestrated-branched device. The covered stent was relined with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency maintained with normal end artery perfusion. A low profile thoracic proximal extension (thoracic-lp-cmd-device) custom-made device (cmd) from another manufacturer was placed. The device was planned for this patient. No technical difficulties in the delivery and deployment of the thoracic proximal extension cmd device were experienced. The delivery and deployment of the thoracic proximal extension cmd device was considered successful. A (thoraco-abdominal-side-branch) custom-made device (cmd) from another manufacturer was placed. No technical difficulties in the delivery and deployment of the thoracic proximal extension cmd device were experienced. The delivery and deployment of the thoracic proximal extension cmd device was considered successful. A distal body (rpn: aaa-dist-body-inverted-leg) from another manufacturer was placed. The leg was on the right side. No technical difficulties in the delivery and deployment of the main cmd device were experienced. The delivery and deployment of the main cmd device was considered successful. During the procedure the left common iliac artery was ruptured. Balloon angioplasty and stenting was required to repair the rupture. The site indicated that this rupture occurred during the manipulation of the iliac device. After inflation of the cook coda balloon catheter (rpn: coda-2-9.0-35-120-32) the dilatation of the common iliac artery was being performed. This is when the rupture occurred. The inflation volume of the cook coda balloon catheter is unknown. This was considered to be possibly related to the pathological state of the vessel wall. Procedural imaging in the form of an angiogram was completed on (B)(6)2024. All stent grafts and intended side branch stents were patent at the conclusion of the procedure, no endoleaks were present. There was no evidence of stent graft integrity issues. All target side branch stents were intact. The patient stayed in the intensive care unit (ICU) for six nights. The time to extubation was under 12 hours. A spinal drain was placed post operatively prophylactically. Reintubation was required. The patient was discharged to the rehab unit on and was prescribed acetylsalicylic acid (asa), clopidogrel, and statin. Post procedure ((B)(6)2024) the patient experienced respiratory insufficiency. The patient required reintubation. The event was not considered related to a study device but was possibly related to the study procedure. The event prolonged the patient¿s hospitalization. The patient recovered/stabilized without sequelae. The patient was not discharged on supplemental oxygen. Post procedure ((B)(6)2024) the patient experienced redness, pain, and swelling of the lower leg. Compartment syndrome of the left lower leg was diagnosed. The patient required a fasciotomy and vacuum assisted closure (vac) therapy in the left lower leg on (B)(6)2024. The procedure was considered successful. The event was not soldiered related to the study device but was causally related to the study procedure. Post procedure ((B)(6)2024) the patient experienced spinal cord injury grade 2 (paraparesis). The injury was treated conservatively, and physiotherapy was prescribed. The event was considered causally related to the study procedure and the treated disease and was thought to be due to over-stenting of the lumbar arteries. The patient experienced delirium on (B)(6)2024 and was prescribed risperidone. The delirium was considered to be related to the study procedure as medication administered during general anesthesia can cause delirium. The patient recovered/stabilized without sequelae. The patient was discharged home on (B)(6)2024. The subject of this report is the intraoperative rupture of the left common iliac artery that required balloon angioplasty and stenting to repair the rupture. The rupture occurred after inflation of the cook coda balloon during dilatation of the common iliac artery. Reviews of documentation including the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions, and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned for evaluation and imaging was not available for review. Therefore a device failure analysis was not able to be completed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Two balloons were used in the event, and the site was unable to determine which lot contributed to the adverse event. Therefore, a DHR review will be completed for both lot numbers. A review of the DHR for both lots revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported lots. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, t_codalp-m_rev3 ¿coda and coda lp balloon catheters,¿ provides the following information to the user related to the reported failure mode: warnings ¿ do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown fig. 1. Over-inflation of balloon may result in: ¿ damage to vessel and/or vessel rupture ¿ rupture of balloon ¿ do not use a pressure inflation device for balloon inflation. ¿ do not use a power injector for injection of contrast medium through distal lumen. Rupture may occur. ¿ when used to expand a vascular prosthesis, the balloon radiopaque markers should remain within the prosthesis. Precautions ¿ always monitor balloon inflation using fluoroscopic control. Potential adverse events ¿ vessel dissection, perforation, rupture or injury balloon inflation volume do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: ¿ damage to vessel wall and/or vessel rupture ¿ rupture of balloon. Maximum inflation volume. Catheter size max. Volume coda-2-9.0-35-120-32. 30 cc. How supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no product return or available imaging, and the results of the investigation, cook has determined that patient anatomy/condition was likely a contributing factor to the failure. The site indicated the rupture was considered possibly related to the pathological state of the vessel wall. The patient also required cut down to gain access of the left femoral artery. Additionally, an endovascular iliac conduit was performed at the time of the procedure. Per the clinical assessment, the cutdown as well as an iliac conduit would indicate that the patient¿s anatomy as well arterial access may have been challenging. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.